Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025 . According to the patient¿s partner, on (B)(6) 2025, when the sensor was removed, the sensor wire remained in the skin. There were no symptoms reported, but the patient went to a clinic for assistance. At the clinic a doctor successfully removed the sensor wire, using a syringe and a sterile needle. No further treatment was reported to be needed. There was no documentation of further medical intervention. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).